Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient experienced an increase in spasticity and a fever which occurred approximately 1 week prior to the date of the report. The pump contained baclofen; the dose was increased from 300 to 325 mcg/day. The hcp was "ruling out infection." The plan was to administer a therapeutic single bolus dose and evaluate the patient's response. Additional information: follow-up information received reported that the patient¿s current pump contained baclofen ¿200 mcg/ml¿ at a dose of ¿300 mg/day¿. In the patient¿s previous pump, there was saline with the baclofen which caused the patient to be very sick. The physician diluted the medication and didn¿t clear out the saline before putting in the baclofen so the medication was diluted. The reporter stated the patient almost died. This happened a couple months after the initial placement (first implant in 2011) where the patient started having symptoms (over entire system). The patient had a ¿temperature¿. He ¿never slept¿ but was sleeping too much. They couldn¿t get the patient up and the patient was comatose. The patient had a reclining wheelchair and they got him in the van and brought him to the emergency room (ER) and he then went to the intensive care unit (ICU). When they did wake him, the patient had ¿utter¿ pain and was curling up. The patient was kept in a coma until they figured it out. At that time they heard beeping from the pump and a dual tone alarm was going off. It was later noted that they were not sure where the alarm was coming from. They couldn¿t tell if the pump was damaged or if it was physician error. The surgeon couldn¿t come so they had to find a neurosurgeon on a holiday weekend. No one knew ¿anything about it¿. They took it out and the pump was not damaged but realized when taking out the rest of the medication that it was compromised from saline being in there. The patient had to go to rehabilitation after his hospitalization. He was in bed for 18 days, and had to be fed and catheterized, and he lost 40 lbs. There were no new issues with the current pump. The patient had relocated and needed a new physician. The patient had a physician set up in april for a refill; however, he was due for a refill in (B)(6) and would not make it that far.